Event description:
On (B)(6) 2012, it was reported that this vns patient would be undergoing prophylactic generator replacement. The patient presented with increased seizure activity over the last month. The physician felt that the increase in seizures was attributed to the diminishing battery; however, the ifi indicator showed no. The patient's settings on this date were provided. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, confirmation was received that the patient underwent surgery on (B)(6) 2012. Attempts for product return have been unsuccessful.